Event description:
It was reported that the customer received a no delivery alarm and experienced a blood glucose of 516 mg/dl. The customer stated that he received the no delivery alarm because he had an empty reservoir and was out of insulin. The customer filled a new reservoir and placed it in the insulin pump. He then had difficulty getting the insulin pump to prime, stating that pressing the act button would not push insulin into the tubing. It began to work after rewinding the insulin pump again and insulin came out, after the customer cleared a weak signal alarm. Assistance was provided with using the bolus wizard. The customer declined further troubleshooting, in order to focus on lowering his blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)